Manufacturer narrative:
Date of report: 29-oct-2018. Date of manufacturer: 26-oct-2018. Philip's technical services advised the customer to inspect the significant event logs on the device to determine if there was any indication of a leak. Numerous attempts were made to obtain further information regarding the device repair, however, no response was received from the customer. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit had an internal leak and was alarming constantly. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.